Event description:
During preparation, the physician realized that the balloon segment of the subject device was pierced. The subject device was not used in the patient. The procedure was successfully completed with another unit.